Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature did not suspend insulin when expected. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Recommendation was made by tandem technical support to upload the pump data logs to investigate the issue, however, the customer declined.